Event description:
Per medical review: on (B)(6) 1999 the patient underwent a revision of the left patella for which an operative report describes general anesthesia and a thirty minute tourniquet time. A loose patella prosthesis on the left was noted and it was changed to a #9 patellar component, which was further medialized and cemented in place by uncomplicated surgery.

Manufacturer narrative:
An event regarding loosening involving a scorpio patella was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on february 2, 1999 he underwent a revision of his left total knee for a diagnosis of failed left total knee arthroplasty secondary to chronic synovitis, tibial malalignment and patellar loosening. An operative report describes spinal anesthesia and a ninety minute tourniquet time. The patella was noted to be loose and the femoral and tibial cement was removed with osteotomes.¿ ¿in view of this patient's complicated history of multiple total knee arthroplasty surgeries over more than twenty-two years he is doing remarkably well. Many of his symptoms when last noted in 2003 seemed to relate to his patellectomies and multiple revisions, including several for infection. X-rays on (B)(6) 2010, which is more than nine years after removal of the loose screw from the left femoral component, demonstrate a well- fixed cemented component with cement across the modular junction and with no evidence of movement or disassociation at that junction. No clinical follow-up beyond the patient's encounter on (B)(6) 2003, no patient demographics, no serial x-rays, and no examination of explanted components including the loose screw are available. No reason can be determined for why the screw backed out of this femoral component assuming it was properly torqued in place. Other than a brief additional surgical procedure to remove the screw no untoward events resulted from its backing out. There is no evidence of the patient suffering as a result of faulty prosthetic design, manufacturing, or materials in reviewing this complicated clinical history.¿ -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the reported event for loosening was confirmed but the root cause could not be determined. The medical review noted that the patient had a revision surgery on his left knee on (B)(6) 1999 due to loosening of the patella. The clinician also noted, ¿there is no evidence of the patient suffering as a result of faulty prosthetic design, manufacturing, or materials in reviewing this complicated clinical history.¿

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per medical review: on (B)(6) 1999 the patient underwent a revision of the left patella for which an operative report describes general anesthesia and a thirty minute tourniquet time. A loose patella prosthesis on the left was noted and it was changed to a #9 patellar component, which was further medialized and cemented in place by uncomplicated surgery.